Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4. Corrected fields: d4, d8, g1, h2, h3, h4, h6.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the following: the air/water cylinder and tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.